Manufacturer narrative:
Investigation results: visual inspection shows no evidence to indicate that aortic cutter could cause a bigger size of hole. The complaint is not confirmed.

Event description:
It was reported that during a coronary artery bypass procedure, the aortic cutter punched a bigger hole to the aorta. An aortic clamp was used to complete the case. No further patient affect has been reported.